Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death. The patient was hospitalized the day of the death for a fall and another unknown diagnosis. Pd therapy was ongoing until the time of death, however it is unknown if the patient was connected to the homechoice at the time of death. The cause of death was not reported. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). There were no failures or malfunctions of the device identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing, but failed functional testing for volumetric accuracy. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A review of the device logs revealed no system errors, anomalies or hardware device failures. However, three instances of increased intraperitoneal volume (iipv) events were found to have occurred within 3 days of death. These events were reported under manufacturer report number 1416980-2013-32098, 1416980-2013-32105, and 1416980-2013-32167. If additional relevant information is received, a supplemental medwatch will be filed.